Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2023. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that it was received one needle-suture piece that pertained to the product code epm8735. The product code is double-armed. In order to evaluate the conditions of the returned sample, the extreme was noted to be cut probably caused by a surgical instrument. In addition, a knot and crimping marks were observed on the surface and near the extreme of the suture that could be caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed. The other section of the suture was not returned for analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received sixty-three unopened samples and one opened sample that pertained to the product code epm8735. As per the sampling plan, a visual inspection was performed on thirteen samples and the opened sample. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: after investigation, the specific gender and age of the patient were unknown. Was there any adverse consequence associated with the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-05178. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a median thoracotomy coronary artery bypass surgery, placement of temporary epicardial pacemaker, retention of closed drainage procedure on (B)(6) 2023 and suture was used. During surgery, the suture broke during sewing the coronary and saphenous veins. Changed to another suture of the same lot to continue the sewing. The suture broke again, during sewing. Changed to another one to complete the surgery. The surgeon replaced it with a new suture to continue the suturing. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 20 minutes. No adverse patient consequences were reported. Additional information was requested.